Event description:
Consumer is stating that the chair is going in every direction but the direction she wants to go in.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.